Event description:
Olympus endoscopy account manager reported he was informed that the customer bf-uc190f ultrasound scope was reprocessed in the oer-pro, which is not compatible with the device. The issue was found during the field service engineer (fse) in service on the oer-pro. Fse was informed by the customer that they reprocessed the scope in the oer-pro. The customer was then informed by the fse that the ultrasound scope is not compatible with the oer-pro. Additionally, it was determined that the device was used without the in-service. The customer used the scope even though they were advised an in-service will be performed prior to them using the scope. There is no patient infection associated on this reported event. No patient harm or user injury reported due to the event. This report is related to a report with patient identifier (B)(6). Bf-uc190f (B)(4).

Manufacturer narrative:
The subject device is not returning for evaluation. The field service engineer( fse) onsite advised the facility staff that the scope is not compatible with the oer-pro reprocessor. Fse in addition, informed the customer olympus representative about the observation. On a follow up communication with the customer representative, it was conveyed that there has not been any injury or infection related to this incident. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to d9 and h3. Please see updates to d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (device reprocessed with incompatible device) was unable to be identified. The event can be prevented by following the instructions for use which state: ¿after using this endoscope, reprocess and store it according to the instructions given in the endoscope's companion "reprocessing manual" with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.